Event description:
On (B) (6) 2009, the patient reported that while he was trying to change the insulin cartridge of his infusion deice, he pulled the cartridge out and the cartridge plunger remained attached to the piston rod. He stated the cartridge was almost empty, but a few drops of insulin spilled into the chamber. He said he switched to his backup infusion device. During troubleshooting, the patient was unable to remove the plunger from the piston rod. The proper procedure for changing the cartridge was reviewed with the patient. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.